Event description:
It was reported asymptomatic patient presented in clinic after receiving a vibratory patient notification for high out of range, high voltage lead impedance. Upon interrogation, it was noted that all of the high voltage lead impedance vectors had gradually increased since implant. Pacing lead impedance also showed increased values. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.